Manufacturer narrative:
The full name of the event site listed is: (B)(6). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date.

Event description:
The customer reported that during intra-aortic balloon pump (iabp) therapy, the cs100 iabp suddenly shutdown. The customer replaced the pump with another cs100 to continue therapy. No patient injury or adverse event was reported.

Manufacturer narrative:
No further information has been provided on this complaint event after three (3) attempts were made to obtain same. A supplemental will be provided, if the requested information is provided.

Event description:
The customer reported that during intra-aortic balloon pump (iabp) therapy, the cs100 iabp suddenly shutdown. The customer replaced the pump with another cs100 to continue therapy. No patient injury or adverse event was reported.